Manufacturer narrative:
On (B)(6) 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.8 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with two 375cc mentor siltex round moderate profile saline breast prosthesis and experienced bilateral deflations post-operatively, which were confirmed by a physician via an office exam. As a result, the patient underwent explantation and replacement with mentor smooth round moderate plus profile saline breast prostheses on (B)(6) , 2021. This report is for the right side device.